Event description:
The customer reported an intermittent precharge voltage error. This error will prevent the system from booting, resulting in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cap module and filament driver pcb were evaluated adn replaced. The system was tested and found to be working as intended and put back into service.